Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported via email that the patient experienced inaccurate cgm values where the cgm reading was 132 mg/dl, and the blood glucose reading was 241 mg/dl. The patient would have experienced dizziness and nausea. The patient was hospitalized and was treated with intravenous fluids, saline, and zofran. No further information was reported and it was unknown how much time the patient spent at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.